Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to check her blood glucose due to not being able to lance her finger with the onetouch delica lancing device. On (B)(6) 2012 the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began on (B)(6) 2012, at approximately 6-6:30am. The patient attempted to use the subject lancing device but alleged that the lancet did not fully penetrate her skin to draw enough blood. The patient reportedly manages her diabetes with diet and exercise alone and tests upon waking, and 2 hours after every meal. She stated she continued with her usual diabetes management routine in response to the alleged issue, but claims she didn't give herself enough carbohydrates due to not being able to test. She claimed that 15-16 hours later she developed symptoms of "shaking" and was "emotional." The following morning she contacted her doctor about her symptoms and he advised that she go into the office that same morning. The patient stated she was tested using the dr's meter (unknown brand) but does not recall the result. She claimed it was a low reading and was given peanut butter crackers by the doctor, and she began to feel better at an unknown time. At the time of troubleshooting, the cca noted that the patient was using the correct type of lancets and her testing technique was correct. The subject lancing device was only in use for 3 days, prior to the alleged issue beginning. The issue remained unresolved and a replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury that required hcp intervention after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.